Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on (B)(6) 2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2015-00213 for the first patient. Refer to 8030647-2015-00214 for the second patient. It was reported that the thumb port was malfunctioning as if the port was left in the open position, drawing out all expelled air. The respiratory therapist switched out the vent and circuits with no further issues. This was the first incident, which occurred wednesday night on (B)(6) 2015 there was no adverse event or patient injury.